Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead fixation mechanism would not completely fixate, even after over 40 turns on three separate attempts. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.